Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/27/2017 with the following findings: battery compartment cracks near top left corner and lower left corner of grip pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 6/26/2017.